Event description:
It was reported that during a blood collection procedure using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood flow ceased when the second evacuated tube was connected. Upon removal of the tube, blood leakage was observed at the connection point between the adapter and the sleeve. A new venipuncture was required to complete the remaining samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, ten retained samples were used to draw six tubes each; all tubes filled as expected and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: insufficient blood flow and leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during a blood collection procedure using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood flow ceased when the second evacuated tube was connected. Upon removal of the tube, blood leakage was observed at the connection point between the adapter and the sleeve. A new venipuncture was required to complete the remaining samples. No adverse impact was reported regarding the patient or user.